Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explanted device is not available to return to corin for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Not returned.

Event description:
Metafix collared revision after 1 month and 16 days due to subsidence of the stem, resulting in a fracture of the lesser trochanter.

Event description:
Metafix collared revision after 1 month and 16 days due to subsidence of the stem, resulting in a fracture of the lesser trochanter.

Manufacturer narrative:
(B)(4). Additional information, including post primary and pre revision x-rays, operative notes, patient details and the return of the explanted device was requested, however, only x-rays were provided and thus the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It has been reported to corin that the stem had subsided slightly and that the surgeon attributed this to either a small fracture that occurred intra-operatively and wasn't detected or from osteoporotic bone in the patient. Therefore, it has been concluded that the event is due to patient conditions or due to a fracture intra-operatively and not due to a malfunction with a corin device and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.